Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for complex regional pain syndrome type 1 and spinal pain. It was reported that around a week after implant in (B)(6) 2018, the patient met with a manufacturer representative (rep) who programmed the adaptive stimulation (as) feature. Since then, the as has not worked. Sometimes, when the patient would be sitting, they could not feel stimulation at all but when they would lay down they could feel tingling in their legs. No further complications were reported or anticipated.